Manufacturer narrative:
(B)(4). Physio-control advised the customer that their monophasic AED was no longer supported by physio-control and therefore was not serviceable. The device has not been returned to physio-control for evaluation. The electrodes used in the reported event were not physio-control defibrillation electrodes and were manufactured by a third party. The electrodes were not available for evaluation. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that during a patient event, their device would intermittently not detect the patient through the defibrillation electrodes. The patient a (B)(6) year old male was in distress, 911 was called and within a few minutes, the patient collapsed. The patient¿s daughter who witnessed the collapse began CPR. The ems crew arrived within 7 minutes of the call and attached the defibrillation electrodes to the patient. The device was initially able to detect the patient and deliver a defibrillation shock, however throughout the event, the patient detection was intermittent. After the shock, CPR was performed and the device analysis resulted in no shock advised. At that time, the als crew arrived and took over care. The same defibrillation electrodes that was used on the patient was connected to the device of the als crew. The device was not able to detect the patient¿s ECG rhythm, dashed lines were displayed on the monitor. The patient was placed into the ambulance of the als crew and transported to the hospital. The patient was reported to have little hair on his chest. Prior to applying the defibrillation electrodes, the patient¿s chest had been wiped with a cloth. The defibrillation electrodes was reported to have good adhesion to the patient¿s chest. No further information about the event or the patient is known. There were no adverse effects reported to have occurred to the patient during this event.